Event description:
The customer stated that she tested her blood glucose and received readings of 260 and 240 mg/dl using her contour meter. She retested using another meter and received readings of 112 and 110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have her test strips with her at the time of the call, but they are to be returned with the meter for eval. Replacement products were sent to the customer.